Manufacturer narrative:
D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. Device evaluation: it was found that the returned device leaked due to disconnection at gas supply. Long continues flow at a very low bpm for normal operating mode. The device also had a faulty functional switch module, frequency module, vrv, and required a new patient valve. The device failed performance tests including lock off leak test, peep performance test, relief valve test, o2 therapy / CPAP output control test, and frequency and tidal volume test. The unit was beyond economic repair. Customer requests to return the device unrepaired.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had inaccurate readings, a defective manometer, internal leakage, and a depleted battery. The product is available for repair. This was discovered prior to patient use and there was no patient harm. The reported product fault occurred during testing and no medical intervention was required.